Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post-implant x-ray revealed pneumothorax. Intervention was performed to drain the chest. The patient is stable. The physician suspects the lead perforated during implantation. The lead remains implanted. No additional adverse patient effects were reported.